Event description:
This lead was revised due to high impedances of over 3000 ohms. After the revision, the impedance was 742. All available information suggests this lead remains implanted. If additional information becomes available, this event will be updated.